Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. However the device passed the displacement, selftest, and off no power tests with no battery out limit alarm observed during the analysis. A scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump squirts insulin during prime/rewind process. The blood glucose reading is 126 mg/dl. The drive support cap is protruded. The insulin pump also alarmed battery out limit. Nothing further reported.